Manufacturer narrative:
Evaluation summary: the protégé rx was returned for evaluation. An unknown green guidewire was loaded in the device when received. The protégé rx was inspected and observed a portion of the stent was exposed from the distal outer tip. The green guidewire that was loaded showed no bends or kinks. The tuohy-borst valve was tightened and the deployment grip pulled back. There was no indication the customer attempted to deploy the stent. The tip and the exposed stent were inspected under microscope and found no damages or anomalies. Functional testing: the green guidewire could be pulled back and pushed forward with no resistance. The guidewire was pulled from the distal end of the catheter completely, no longer loaded within the catheter. The same guidewire was frontloaded and pulled from the rapid exchange port and pulled out from the catheter. No resistance was noted.

Event description:
Physician attempted to treat patient at the common carotid artery using a protege rx stent. No issues noted prior to use. The physician reported excessive resistance when advancing the stent over a 0.014¿ guidewire. After several manoeuvres the stent became partially deployed. The procedure was completed using a second protege rx stent and a new guidewire. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.